Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. As received, the monitor failed detect and treat testing. The cause for the failure was isolated to an intermittent u901 op amp on the computer/analog pca. A 110 service code found in the flag files was caused by the defective component. The root cause for the defective u901 op amp could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation into an unrelated issue, a reportable device malfunction was found. Monitor sn (B)(4) failed incoming detect and treat testing.